Manufacturer narrative:
H10 h3, h6: part of the devices, used in treatment, were received for evaluation. A visual inspection of the returned devices found that they are not in their original packaging. The insertion devices were returned with no stay sutures or anchors. A functional evaluation was performed on the returned device and found the torque limiters on the proximal end of the device and the attached shafts function as designed. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a hip labral repair, two bioraptor knotless anchors failed the same way. The internal anchor suture locking mechanism failed to deploy and broke inside of the body of the anchor, therefore, it would not secure the sutures and the anchor pulled out of the bone. The pieces were still inside the large body of the anchor and pulled out along with the suture. No pieces fell inside of the patient. The procedure was completed with 30 minutes of surgical delay using a smith and nephew back-up device on an additional bone hole. No further complications were reported.